Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) therapy an iab rupture was noted. The iab was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. One kink was found on the catheter tubing near the y-fitting approximately 72.4cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was found on the catheter tubing near the y-fitting approximately 47.2cm from the iab tip. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problem. The evaluation confirmed the reported problem. The penetration within the catheter appears to have been caused by a sharp object. It is difficult to determine when the penetration may have occurred, however, it could cause the reported event. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. This is in reference to (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an iab rupture was noted. The iab was replaced to continue therapy. No patient injury was reported.